Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year.

Event description:
The customer said that the needle sometimes protrudes from the lancet and stays there. No adverse event alleged. Device and lancets replaced. Customer stated lancet device has already been returned.